Event description:
The operator initialized demand pacing at 100 pulses per minute with the equipment and set the current to maximum but reportedly could not obtain patient capture. This allegation was based upon a lack of expected patient muscular reaction to pacer output.

Manufacturer narrative:
The equipment was involved in a previous report of similar nature, see file 1997-0069. The equipment was removed from use by the facility biomedical dept subsequent to this reported event. The reporter observed proper operation through repeated testing. A following factory evaluation of the reported defibrillator, monitor and one of the pacing cassettes used observed proper operation. The reporter indicated this and the previous report may have been the result of operator error. Co will provide the facility with an additional review of equipment operation.